Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled (rmd). Technical services (ts) discussed that this was a false positive explant indicator related to a software update. Ts advised that a patient data file needs to be sent in order to confirm reason for disablement. It was noted that the battery status is at beginning of life (bol), and the elective replacement indicator (eri) value is not set. A message indicating the battery replacement indicator had been reached on (B)(6) 2000, was observed. No additional information has been received at this time. This pacemaker remains in service. No adverse patient effects were reported. Additional information received advised ts reviewed the device data and discussed this is a false positive for remote monitoring disabled (rmd) due to magnet exposure. Ts advised the software update disabled the radio frequency (rf) functions which cannot be reenabled at this time. Ts advised the health care professional (hcp) boston scientific is actively developing an additional software update to address this unintended behavior. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. Technical services (ts) discussed that this was a false positive explant indicator related to a software update. Ts advised that a patient data file needs to be sent in order to confirm reason for disablement. It was noted that the battery status is at beginning of life (bol), and the elective replacement indicator (eri) value is not set, therefore causing the date to show as january 1, 2000. No additional information has been received at this time. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled (rmd). Technical services (ts) discussed that this was a false positive explant indicator related to a software update. Ts advised that a patient data file needs to be sent in order to confirm reason for disablement. It was noted that the battery status is at beginning of life (bol), and the elective replacement indicator (eri) value is not set, therefore causing the date to show as january 1, 2000. No additional information has been received at this time. This pacemaker remains in service. No adverse patient effects were reported. Additional information received advised ts reviewed the device data and discussed this is a false positive for remote monitoring disabled (rmd) due to magnet exposure. Ts advised the software update disabled the radio frequency (rf) functions which cannot be reenabled at this time. Ts advised boston scientific is preparing a software update to restore rf functions. Ts provided information to the health care professional (hcp). The device remains in service. No adverse patient effects were reported.